Manufacturer narrative:
The reagent lot number and the expiration date were not provided. The field service engineer (fse) inspected the module and determined that the event was caused by overflowing cells due to clogged cell rinse nozzles. The fse cleaned the clogs and verified the function of the rinse station. Reagent issues were excluded as no further cases were reported, and correct reruns were performed with the same reagent. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable glucose results from multiple patient samples tested on the cobas 8000 cobas c 502 module. One example of discrepant results was provided: the initial result was 2.55 mmol/l. The repeat result was 5.58 mmol/l.